Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer didn't use the proper air removal steps. Customer technical support educated the customer on proper air removal steps. A new cartridge was loaded to resolve the issue. There was no adverse impact to customer's blood glucose level.